Event description:
Three (3) different dexcom g7 units could not be deployed because the activation button could not be depressed. I have long experience with dozens of dexcom g7 units. Lot number 1824062003. Sn (B)(6). Reference report: mw5159250, mw5159251.